Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was bilaterally implanted with no problems, the surgery was normal. A week after surgery the patient had a high temperature and received antibiotic treatment. According to the patient's mother, the patient is rather active and may have bumped his head.